Event description:
It was reported that the primary controller was exchanged due to liquid-crystal display screen failing. The contrast between black and white more dark than light made reading alarms difficult. The patient has had this issue with multiple controllers. The controller will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen becoming darker was not confirmed. The hm2 system controller, serial (B)(4), was not returned for analysis. There was no additional documents or images regarding the event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.